Manufacturer narrative:
Device passed displacement test. Thus software was utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, pump error 63 alarm during the self test and confirmed in the device history (variableinfo=3). Device was cut open to perform visual inspection and found no moisture damage on the electronic assembly and keypad flex tail. The original electronic assembly, motor, internal battery, force sensor was installed in a test case and keypad. Perform the self test and no pump error 63 alarm noted. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at pin 6 on the keypad assembly. Reflowed pin 6 and perform self test and pump error 63 alarm noted. In conclusion, pump error 63 alarm during the self test and confirmed in the device history (variableinfo=3) due to broken trace at pin 6. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with broken belt clip rails, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test which was failed .no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.